Event description:
During device explant due to normal end of life, the use of electrocautery led to loss of output on the device, leading to a cardiac pause of the pacing dependent patient. Cardiac massage was performed and the device was explanted and replaced to resolve the event. The patient was in stable condition following the procedure and there were no adverse consequences.